Manufacturer narrative:
The field service engineer (fse) decontaminated the bead mixer paddle washing station and advised the customer on how often the sample and reagent probes need to be cleaned. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of a questionable prolactin g2 elecsys result from the cobas e411 disk analyzer. The initial result was 6.38 miu/l. The customer suspected that the result was incorrect and the repeat result was 401.40 miu/l. The erroneous result was not released outside of the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The reagent lot number was 65549403 with an expiration date of 29-feb-2024. The on-site inspection of various hardware parts showed no abnormalities, and checking the status of reagents and samples showed no abnormalities. The quality control results were acceptable. On inspection, "flakes" were found in the stirring rod flushing station, which was cleaned.